Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. There was no reported impact to the customer¿s blood glucose. Customer reloaded the cartridge to address the issue.